Event description:
It was reported that a progav 2.0 shuntsystem xabo (#fx609a) was implanted during a procedure performed on (B)(6) 2025. According to the complainant, the shunt system caused an overdrainage and had adjustment difficulties. The patient underwent a revision procedure on (B)(6) 2026. No patient complications were reported as a result of the revision procedure. The complained device was returned to the manufacturer for evaluation.

Manufacturer narrative:
Visual inspection: during the investigation, no significant deformation or damage of the product was determined. Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the progav 2.0 does not operate within the accepted tolerance in the horizontal position. The shuntassistant 2.0 operates within the specified tolerances in the vertical position. An accelerated outflow of progav 2.0 could be determined. Adjustment test: the progav 2.0 was tested and is not adjustable. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected; however, the breaking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valves, deposits were found in both valves. Results: based on our investigation results, we can determine visible deposits in the shuntassistant 2.0. The deposits had no effect upon the specifications at the time of the examination. The valve operated within all specifications. Furthermore, a non-adjustability and an accelerated outflow of the progav 2.0 were detected. The visible deposits led to the functional deviations. Deposits caused by substances naturally present in the patient's body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.